Event description:
It was initially reported that there was a suspicion of bacterial meningitis. Following implant, patient presented with fever on (B)(6) 2012 and was tested to be suffering from bacterial meningitis. The patient was hospitalized and put on a course of antibiotics, and the plan was to subsequently remove the pump once the dosage was reduced. On (B)(6) 2012, it was reported that the patient was beset by no particular problems on (B)(6) 2012, however, had fever after he visited a hospital the next day, consequently visited his hcp. He was tested and the crp value was 6 on (B)(6) 2012, and 25 on (B)(6) 2012. Per the hcp "typical infections tend to engender gradually increasing crp values, however, this CPR pattern did not occur in this particular case, rendering identification difficult; the bacteria detected in the patient were those of normal bacterial flora; as for any wound infection, at present no infection seems in evidence in either the pump pocket or in the dorsal pocket." "The detected fungal was found out to be normal inhabitant, and infection of the surgical wound site (pump pocket and back pocket) was not observed." It was stated that they reduced the gabalon intrathecal injection dosage. In addition taking into account the physical strength of the patient, the "medical team planned to remove the catheter next monday i.e. (B)(6) 2012, with the pump to be removed at a later date; if the results of the bacterial test on the extracted catheter revealed no problems, and if the site of the implanted pump was not infected, the pump would not be removed and a new catheter would be implanted once the patient's condition had stabilized." Per the attending physician, the cause was unknown; patient had not recovered from the symptoms. It was later reported that the patient suffered urinary-tract infection on (B)(6) 2012; hcp denied the causal relationship with the device about the bacterial meningitis, and was of the opinion that the urinary-tract infection was caused by antibacterial agent used for treatment of meningitis. As of (B)(6) 2012, the status of the patient was indicated to have become less severe. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported as of (B)(6) 2012, the catheter and pump had not been removed given that the fever subsequently decreased with the take-up of antibacterial drugs, and also given that was the preference of the patient's family. The patient was still under observation on account of the fact the patient's resistance appeared weak. On (B)(6) 2012, the patient developed a fever again. And as of (B)(6), the patient remained hospitalized. It was later reported the patient's entire system was removed on (B)(6) 2012, and was recovering. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted/ explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), explanted: 2012 (B)(6), product type catheter.

Event description:
Additional information received reported further event detail and patient/event status updates. There were multiple dose increases noted due to spasm control throughout the infection/event, prior to pump explant. On (B)(6) 2012, the patient presented with a fever, which was in excess of 40 degrees. (B)(6) was identified as the causative organism. Antibiotics were used to treat the patient; at that time, a culture was submitted of which turned out not to contain bacteria. On (B)(6) 2012, the fever continued at a temperature level of 38 degrees; a csf test resulted in a significant improvement with a cell count of 140, a protein count of 77, and a sugar count of 68. Antibiotics were then again changed. On (B)(6) 2012, the fever decreased and on (B)(6) 2012 a csf test resulted in an improvement. The patient developed fever at a temperature level of 37 degrees, thus the complication of pneumonia was suspected; several antibiotic administration changes were made correlating with patient needs. On (B)(6) 2012, a csf test was performed on the patient without the influence of antibiotics; results were favorable, therefore, the situation was therefore considered as "cured" at that time. On (B)(6) 2012, it was confirmed that the patient had not developed further fever; the patient was discharged. As previously reported, the pump was removed on (B)(6) 2012 due to onset of another fever. It was found that the patient had latterly contracted bacterial meningitis via a different bacillus to that of the previous meningitis occurrence. The most recent onset of meningitis bore a risk of sepsis to the patient, due to limited effectiveness of the antibiotic treatment, hence the pump was removed on (B)(6) 2012. The patient was then being treated with a different antibiotic. As distinct from the previous occasion, the inflammation was caused this time by (B)(6) as corroborated by the findings from the blood culture. No bacteria were detected within the intrathecal catheter. Fever continued on (B)(6) 2012. The hcp indicated that since (B)(6) 2012 the meningitis had been triggered by bacteria "seldom associated with catheter infection", and it was "unlikely that these particular bacteria engendered the symptoms one month after the catheter insertion"; it was suspected that the meningitis had developed from a systemic infection. It was further noted that "so long as a foreign matter is present in the body there is always the possibility of this kind of secondary meningitis taking hold, hence we decided to remove the pump and catheter". As assessed on (B)(6) 2012, the patient had not recovered from the meningitis with an onset of "(B)(6) 2012". In regards to crp abnormal results were determined on the following dates: (B)(6) 2012 (3.98 mg/dl), (B)(6) 2012 (1.34 mg/dl), (B)(6) 2012 (10.49 mg/dl), and (B)(6) 2012 (4.86 mg/dl). White blood cell (wbc) results were also determined as being abnormal on the following dates: (B)(6) 2012 (20.5 -l), (B)(6) 2012 (10.0 -l), and (B)(6) 2012 (12.3 -l). Concomitant medications included the following: ternelin (ongoing), rivotril (ongoing), neodopaston (ongoing), carbenin (from (B)(6) 2012 to (B)(6) 2012), rocephin (from (B)(6) 2012 to (B)(6) 2012), viccillin (06/23/2012 to (B)(6) /2012; ongoing since (B)(6) 2012), clidamacin ((B)(6) 2012 to (B)(6) 2012), vancomycin ((B)(6) 2012 to (B)(6) 2012; and ongoing since (B)(6) 2012), and meropen (ongoing).

Manufacturer narrative:
(B)(4).